Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For access sites in the common femoral artery using 5f to 21f sheaths. For access sites in the common femoral vein using 5f to 24f sheaths. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Reportedly, femoral imaging was not performed. It should be noted that the eifu also states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The patient effect of swelling, thrombosis, occlusion are listed in the IFU as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022, a venotomy closure of the right common femoral vein was completed using a prostyle device after an ablation interventional procedure using a 8.5f sheath. Reportedly, on (B)(6) 2022 swelling was noted at the access site area. An echo was performed and it was noted that there was stenosis [occlusion] of the vessel and thrombus. Another echo was taken on (B)(6) 2022, detailed results were uncertain as the suture was not visible; however, reportedly, "it was probable that the suture stitched the vessel wall [captured the back wall]." On (B)(6) 2022, cut down surgery was performed to remove the prostyle suture. The patient remained hospitalized until (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The patient effects of swelling, thrombosis, occlusion and pain are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article "venous occlusion after incidental edge-to-edge suturing of a venous valve using suture-mediated closure devices".a4: weight b3: date of event e1 - city (B)(6) h10: additional mfg narrative

Event description:
Subsequent to the previously filed medwatch reported, an article was received and the following information was reported: it was reported that a venotomy closure of four access sites in the right common femoral vein was attempted with four prostyle devices after an ablation interventional procedure using a 5f, 7f, and two 8.5f sheaths. Reportedly, hemostasis was not achieved with two of the prostyle devices. Manual compression was applied, but swelling occurred. Oral anticoagulant was given to the patient. The next day, the patient reported that the pain and swelling had worsened. Computed tomography (CT) and ultrasound revealed that the vein was dilated, suggesting there was stagnant venous flow. It was suspected that an occlusion had occurred. Surgery was recommended to the patient, but was initially refused. Heparin was given; however, the symptoms persisted. Another CT scan revealed multiple thrombi in the vein. On day 5 post index procedure, surgery was performed. It was discovered that two sutures with intact knots were found to be placed on a bicuspid valve, obstructing the valve opening. The thrombi were found distal of the obstructed valve opening. The thrombi and all four sutures were removed. Hemostasis was achieved via surgical suturing. After the surgery, the pain and swelling resolved and no further thrombi were observed with the twice daily use of 5mg of apixaban. Details are listed in the attached article, titled "venous occlusion after incidental edge-to-edge suturing of a venous valve using suture-mediated closure devices". Follow up with the account confirmed that the two prostyle sutures that did not achieve hemostasis were the malpositioned sutures which caused the occlusion. The sutures of the other two prostyles referenced in the article had worked as intended but were removed due to the surgery. Additionally, it was confirmed that the thrombus (thrombi)was related to the occlusion. No additional information was provided.